Event description:
It was reported that the compressor alarmed for high pressure and the air hose pipe was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the compressor alarmed for high pressure and the air hose pipe was contaminated with water. Our field service engineer investigated the compressor mini on site. The reported issue was solved by replacing the drainage valve and the pc board. The machine passed all tests performed and was handed over to customer in working condition. No parts were returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.